Event description:
Customer reported that on (B)(6) 2013, at 8:00pm, he received a reading of 287 mg/dl on his adc blood glucose meter. Customer reportedly self-treated with an unspecified amount of insulin and went to bed. The next morning, (B)(6) 2014 at 5:00am, the customer woke and experienced "sweating and unable to stand on his feet" and suffered a loss of consciousness. Customer's son reportedly found the customer unconscious on the bathroom floor, injected the customer with glucagon, and called the paramedics. Upon their arrival at 5:20am, the paramedics obtained a reading of 27 mg/dl on their meter, "injected (the) customer with glucose", and advised him that he had "severe low blood glucose levels". There was no report of transport to a local hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Retained test strip samples from the same lot reported by the customer (4500161950) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.